Event description:
At the beginning of a surgical procedure, the handpiece heated up. The procedure was completed using the same handpiece, with no injury to the user or the patient. There was no adverse consequence reported as a result.

Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. This report will be updated if the investigation requires.